Event description:
It was reported that patient experienced seven infusion set came off due to adhesive issue event on 26 apr 2026. The length of infusion set was in use for one and a half hours. The patient replace infusion set and resumed insulin delivery successfully.

Manufacturer narrative:
Initial 1 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.